Event description:
During a long hemorrhoid procedure, the device stapled completely but cut only half of the stapline. Another like devices was used to finish the operation. There was no patient consequence.